Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the device was not working properly, it would not interrogate and its uplink functional tests were out of specification. The cable was replaced to resolve. It was further noted that the lens in the upper case was cracked and the magnet was damaged. The upper case and magnet were also replaced, to resolve. The device passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that a test was being run on the radiofrequency programmer head and that it was not working properly. It was unable to identify any of the devices with which the tests were being run. It was further reported that the reason for this was not able to be identified. The programmer head was returned for service. There was no patient involvement.